Event description:
It was reported by stryker sales representative that during the removal of a twinfix screw with a normal twinfix screwdriver, there was a 30 minute delay. It was reported that the normal twinfix screwdriver was used because in a previous case, they were not successful using the blade for screw removal.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed, since the device was not returned for evaluation. The device was not returned and therefore it could not be inspected. The customer communication reveal this current complaint is a subsequent complaint to (B)(4). Within (B)(4) it was reported that 'the blade (emergency blade (B)(4)) does not go down on screw so the first time they had to leave the two screws for the bolt heads were destroyed investigation (B)(4) concludes that 'the review of the event description reveals that there was a misunderstanding in the usage of the screwdriver blade. The emergency screwdriver is not to be used as an extraction blade, but the standard screwdriver blade is to be used for insertion and explantation. Only in case of a rounded screw head, which might happen during insertion and explantation, the emergency screwdriver blade is to be used to extract the screw. Within this complaint, the same surgeon has performed an explantation without, still under the impression that the emergency blade had to be used. Due to difficulty within the first case the surgeon tried the normal blade. Acting very carefully the surgeon seems to have needed 30 minutes more than planned. The event description and customer communication does not suggest any actual product issue during this surgery, which would have caused the delay in surgery. Based on the previous investigation of (B)(4) and the provided information, the reported event was attributed to a user training issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material or manufacturing related problems were not determined in the investigation. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event.

Event description:
It was reported by stryker sales representative that during the removal of a twinfix screw with a normal twinfix screwdriver, there was a 30 minute delay. It was reported that the normal twinfix screwdriver was used because in a previous case, they were not successful using the blade for screw removal.